Event description:
It was reported the pt's system was auto-reducing in amplitude; the pt had no stimulation. The sjm representative met with the pt and reprogrammed the system. It was noted there were two contacts with invalid impedance on the lead. After reprogramming the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.